Event description:
The facility contacted baxter canadian technical services to report a mini-volume extension set 74 with luer locks that was 'defective[, the] set has only a micro opening for fluid to come through hence lipids and blood do not pass through causing constant occlusion alarms on the pumps in nicu.' The narrower diameter of the male connector makes the sets unacceptable for use. It is unknown what process step the reported malfunction occurred. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Sample evaluation: two samples (1 used, 1 unused) were available for evaluation. The customer reported condition was not confirmed during product evaluation. A visual inspection and functional testing were performed; both samples primed and flowed normally. Therefore, no assignable cause could be provided and no correction was necessary for the reported condition.additional information: a batch review was conducted; there was a change of components that was implimented in this lot.however, there were no deviations found related to this reported condition during the manufacture of this lot.this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.